Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 during routine inspection, a universal drill sleeve was missing the drill bit and cap. There was no procedure and patient involvement. This report is for a universal drill sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 323.500; lot: 9497976; manufacturing site: bettlach; release to warehouse date: june 19, 2015 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Service & repair history no service history review can be performed as part number 323.500 with lot number 9497976 is a lot/batch controlled item. The service history review is unconfirmed. Service & repair evaluation the customer reported the drill bit and cap were missing. The repair technician reported that the drill bit and retaining cap were missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: drill bit, retaining cap. The item was repaired per the inspection sheet, passed synthes final inspection on september 21, 2018 and will be returned to the customer upon completion of the service and repair process. Service record router completed through operation 41. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.